Event description:
The report stated that the stylet broke during a pain ablation procedure. The piece was retrieved from the patient, and there was no patient injury.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. Further information and the sample have been requested. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.